Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse observed fiber faults in system logs and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis and the reported error 1179 was confirmed but not replicated. In system logs, error 1179 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the components functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The complaint was confirmed based on the field evaluation and failure analysis. Yaw motor module was found to be the potential root cause of the reported event which is attributed to an electrical component failure.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the universal surgical manipulator (usm1) stopped working. The issue was reported to dvstat after completing the procedure. The team was able to complete the case using a three-arm system. The customer was not present during the case and did not have additional information. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and identified code 1179 for usm1. The procedure was completed with no report of patient injury.